Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that before the procedure, the subject device did not work when connecting the camera head which had pdd (photo dynamic diagnoses) (not available in the USA) function. The user concerned the video connector socket failure. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was worn out. Then it could have been difficult to connect the subject device and the camera head. And also it made the loose contact between the subject device and the camera head. The service department of oekg also found the printed circuit board failure of the subject device, and it caused that the subject device could not detect the camera head such as otv s7proh-hd-l08e or otv s7proh-fd. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) confirmed there was no abnormality in manufacturing that could have caused or contributed to the reported issues. Based on the legal manufacturer¿s investigation, the malfunction of the printed circuit board was likely caused by the failure of a component on the substrate. Since the device has been in use for approximately four years, it is likely that the scope connector socket was worn due to normal wear.